Event description:
A report was received that the patient was experiencing pain at the ipg site and was experiencing pain and discomfort while charging the ipg. The physician confirmed that the ipg has shifted medial . The patient underwent a pocket revision procedure wherein the old ipg was replaced with a new one. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site and was experiencing pain and discomfort while charging the ipg. The physician confirmed that the ipg has shifted medial. The patient underwent a pocket revision procedure wherein the old ipg was replaced with a new one. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information was received that the ipg was replaced per physician's preference. The patient had the ipg for a long time. There was no device malfunction.